Manufacturer narrative:
No additional information is known at this time.

Event description:
It was reported that the device involved in the event experienced a taxol leak from the filter. There was no report of patient harm as a result of the event. No additional information is known at this time.

Manufacturer narrative:
Four new samples from the same lot were returned to the manufacturer for further evaluation on 5/28/2019. The reported complaint can be confirmed for one of the four returned samples. The probable cause of the observed leak is a hole in the filter vent material. Testing revealed that the leakage was typical of electrostatic discharge damage to the filter vent. The source of the electrostatic discharge build-up is not known. No additional information is available.

Manufacturer narrative:
The reported leak was not confirmed by investigation. No product samples, pictures, or videos were received for investigation. Therefore, a comprehensive failure investigation cannot be performed and a cause cannot be determined. A manufacturing record review was completed for lot 936455h and no discrepancies or non-conformances were found that would have contributed to the reported complaint.